Manufacturer narrative:
Concomitant devices - dcm maxim primary tibial bearing 18mm thick x 79/83mm wide catalog #: 11-146178 lot #: 002950. The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history for failure mode could not be performed as the reason for revision is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which wound change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-10750).

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the bearing and femoral components due to unknown reasons less than three months post-operatively. Attempts have been made and no further information has been provided.